Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting stimulation in the wrong location (at the lead location) and was receiving less than 50% therapy relief. It was stated that the patient had her implantable neurostimulation system reprogrammed and later explanted and replaced with an infusion pump product made by the same manufacturer. It was unknown whether the product issue was resolved or if the cause of the issue was determined.

Manufacturer narrative:
(B)(4).